Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pusher retraction step not performed), patient factors (severe valvular calcification) may have contributed to the too ventricular placement of the valve, the subsequence explant and implant of a surgical valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during an emergency transfemoral tavr procedure, 29mm sapien 3 valve was implanted in the aortic position. Prior to the procedure, the patient¿s anatomy was noted to be severely calcified. After the intracardiac procedure was performed, numerous maneuvers on the vessels due to the percutaneous transluminal angioplasty (pta) were required. Difficulties were also encountered crossing the valve due to the calcification of the native valve. During the procedure, the retraction of the pusher step was not performed. The sapien 3 valve was anchored in lvot due to the calcification. The patient was converted to open surgery. The sapien 3 valve was removed and a surgical valve was implanted. At the time of the report, the patient was doing well.